Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), imaging and quality control was conducted during the investigation. Imaging review: clinical opinion. A left barb separation occurred between implantation and the 2010 x-ray. A new left posterior barb separation with solder fragmentation occurred between 2010 and 2016. Mild fragmentation without barb separation likely involved the barb solder joint just to the right of the fragmented joint. No migration was observed. Significant findings relative to the patient¿s anatomy and disease state were not observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design and performance of the device were observed. One barb separation between 2008 and 2010 was confirmed and it was stable through 2016. Second barb separation between 2010 and 2016 was confirmed. This separation was accompanied by solder joint fragmentation. Mild joint fragmentation of the solder joint just right of the fragmented joint is suspected. The cause of adverse event was not observed. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Review of device history record shows no nonconforming events which could contribute to this failure mode. This complaint is the only one associated to the lot number due to this product only having one per lot. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU "after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: abdominal radiographs to examine device integrity (separation between components, stent fracture or barb-separation) and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease." In addition, ¿the zenith flex aaa endovascular graft incorporates a suprarenal stent with fixation barbs. Exercise extreme caution when manipulating interventional and angiographic devices in the region of the suprarenal stent.¿ potential adverse events that may occur and/or require intervention include, but are not limited to, ¿endoprosthesis: improper component placement; incomplete component fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion." Imaging review results confirmed barb separation accompanied by solder joint fragmentation on eight year post op x-rays. Barb separation can be due to high shearing forces, fatigue of the solder joint, or vessel diameter outside of the IFU. However, based on the information provided and results of the investigation a definitive root case to the reported failure cannot conclusively be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported a graft that was placed on (B)(6) 2008 showed solder degradation and a barb fracture. According to the physician, ¿there were no clinical problems but it is an observation of interest." The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.